Manufacturer narrative:
The device was returned to smiths medical. There is nothing in ehl pertaining customer stated issue. Downloaded sm script and tested for wireless ethernet functional test. Unable to duplicate / no problem found. The customer's device was able to down load script, connect to our wireless access point test fixture with no issue. Replaced interconnect board, radio board and antenna as preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that an error occurred "unable to load network script." No patient injury was reported.